Event description:
It was reported that the pulse generator, while in box, exhibited backup vvi operations during firmware upgrade. Multiple attempts at the firmware upgrade were unsuccessful. The device was not restored from backup operations.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested and the cause of bvvi was due to code corruption related to firmware upgrade process.